Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2317500 model: sc-2408-56 serial: (B)(6). Batch: 20323007 UDI:(B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has obtained despite of good faith effort.